Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient was not receiving effective stimulation therapy from the scs system. Subsequently, the patient's scs system was removed.

Manufacturer narrative:
Additional information obtained identified the patient was implanted with two scs leads. The second lead was added to the report as device 2.

Event description:
Device 1 of 2, reference mrf report: 1627487-2017-06742.

Manufacturer narrative:
The device information was inadvertently omitted in the previous follow-up report.

Event description:
Device 1 of 2, reference mrf report: 1627487-2017-06742.